Event description:
Boston scientific received information that this atrial lead displayed loss of capture, however it sensed appropriately. As the patient did not require atrial pacing function, a decision was made to leave the lead implanted. Four months later, a revision procedure was performed. When this lead was removed, visual inspection revealed a possible lead fracture below the clavicle area. This lead was discarded and replaced with a non-boston scientific lead successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was discarded by the facility and no return of product is intended. Without a return of product, analysis cannot be performed and boston scientific cannot deny or confirm the reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.